Event description:
New information available on (B)(6) 2018 states that the device was restored and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited rf anomaly. No intervention was performed. No patient symptoms were reported. No other information was available.